Manufacturer narrative:
(B)(4). Date sent: 06/12/2025 d4: batch #a97702. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and a gst60w reload no loaded on the device. The reload was received fully fired, with the pan detached from the reload and the reload body broken.. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event reported was confirmed and it is related to improper use of the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97702, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
(B)(4). Date sent: 05/23/2025. D4: batch #unk. B3: only event year known: 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: for "appears to be damage to the stapler", please provide more details - was the plastic portion of the cartridge damaged? - was the metal cartridge pan separated from the plastic portion of the cartridge? - what part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? - did retrieval alter the procedure in any way? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a97a5k and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the reload snapped in half upon its removal on the device; and the reload could not be removed from the stapler jaws. There was no consequence on the patient; however, there appears to be damage to the stapler. Unknown how the case was completed. Additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. Updated data: h6 (medical device problem code). Additional information was requested, and the following was obtained: 1. Was the plastic portion of the cartridge damaged? Yes. 2. Was the metal cartridge pan separated from the plastic portion of the cartridge? Yes. 3. What part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? Not that I was able to identify. 4. If yes, did it fall into the patient? 5. Did retrieval alter the procedure in any way? 6. If yes, please explain. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.